Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 3804746 200-02-29 - three peg patella 29mm 4046469 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 4124186 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 58 yo female patient, initial right tka implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2024, approximately 8 years 4 months post the initial procedure. The patient had returned to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2024. The patient underwent a poly insert and patella implant swap. They were revised to a truliant crc tibial insert sz 3.5, 10mm sn: (B)(6), optetrak 3 peg patella 29mm sn: (B)(6). There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No explanted devices are available for return. They were sent to the lab and legal at the hospital. X-rays and device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6b, h4, h6 MDR section codes updated/corrected: a, b, d, e the revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be instability and inclusion of the polyethylene in the packaging recall. However, the reported instability could not be confirmed from the provided information. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.